Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited far field oversensing of the r wave. No adverse patient effects were reported. This device remains in service.